Event description:
The reporter stated that on (B)(6) 2011 the patient was taken to the emergency room (ER) with a blood glucose (bg) over 500 mg/dl. The patient was reportedly treated with injections and released from the ER with bg 226 mg/dl. The reporter stated that the patient's bgs had been elevated for two weeks, and that the patient also had been treated for a uti with antibiotics two weeks prior to the current incident. Troubleshooting indicated no site or set issues. It was noted that the patient had some difficulty priming the pump, and later discovered that the cartridge was leaking from the bottom. This complaint is being reported because of the patient's alleged hyperglycemic event, which was likely caused by the leaking cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: four cartridges from lot # b201702 have been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of each cartridge was performed. No damage or defects were noted. A leak test and fill test was performed on each returned cartridge with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.